Manufacturer narrative:
Unit passed displacement test .hardware low level failure (variable 3) was present in the pump trace download and hardware low level failure(variable 3) alarmed during selftest due to cracked solder joint at u1 pin 1 (vdd) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. Customer¿s blood glucose level was unknown. Customer was also reported that he was able to rewind the insulin pump and was able to successfully clear the alarm. Insulin pump will be returned for analysis.